Event description:
Leica biosystems received a complaint regarding suboptimal processing of approximately (B)(4) tissue blocks comprising biopsy samples from a protocol run. The complainant described the tissue samples as "burnt". On (B)(6) 2014, a leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss noted that the processing run from which sub-optimal tissue processing was identified completed at 02:20pm on (B)(6) 2014. The fss measured the ethanol concentration in bottle 5 using a densitometer. The measured ethanol concentration was (B)(6) and the concentration calculated by the instrument software was (B)(6). On (B)(6) 2014, leica biosystems received information from the laboratory that re-biopsy of three (3) patients was required. An identifier and the age/ date of birth and gender of the three (3) patients requiring re-biopsy was sought from the complainant. As at (B)(6) 2014, the information required had not been received by leica biosystems despite several requests being made to the laboratory.

Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument for sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 14:26pm on (B)(6) 2014. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions ((B)(6) in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between the ethanol concentration of (B)(6) measured by the fss on (B)(6) 2014 using a densitometer and that calculated by the instrument software of (B)(6), indicates that an error occurred during completion of this action. Bottle 5 (ethanol) was then used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is (B)(6). The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred during the replacement of ethanol in bottle 5 completed prior to commencement of the protocol from which sub-optimal tissue processing was reported.